Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the main display was flickering. Review of the system log file states the probable cause could be the malfunctioning of the flexvision pc. Upon further inspection, the fse found that defect in flexvision pc and hard disk. The fse replaced the flexvision pc and hard disk. After replacement of the flexvision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20/15 system main display flickered and lost the signal set off in mid procedure. The customer was then forced to re select the case. This is an intermittent issue. No harm has been reported. The hard disk and flexvision pc were replaced as a resolution. Philips has started an investigation of the complaint.